Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that external telemetry of this newly implanted cardiac resynchronization therapy defibrillator (crt-d) system showed oversensing and five seconds of pacing inhibition during overnight observation. Coughing, deep breathing, pushing, pocket manipulation, and shoulder movement did not reproduce noise. Testing the day after implant was unremarkable, and there were no stored episodes containing oversensing. Technical services (ts) discussed troubleshooting options and possible causes, such as air bubbles or electromagnetic interference (emi) from a previously abandoned pacing lead tip in the right ventricle (rv). X-rays showed the coil and the abandoned lead tip were a few lead widths apart. The timing suggests that air bubbles were the more likely cause, and additional monitoring overnight was recommended for confirmation. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that oversensed noise and pacing inhibition with asystole was observed. The patient was admitted to the hospital and given an event monitor. There were no pauses noted via the event monitor. It was noted that the patient was also on vasopressers. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that external telemetry of this newly implanted cardiac resynchronization therapy defibrillator (crt-d) system showed oversensing and five seconds of pacing inhibition during overnight observation. Coughing, deep breathing, pushing, pocket manipulation, and shoulder movement did not reproduce noise. Testing the day after implant was unremarkable, and there were no stored episodes containing oversensing. Technical services (ts) discussed troubleshooting options and possible causes, such as air bubbles or electromagnetic interference (emi) from a previously abandoned pacing lead tip in the right ventricle (rv). X-rays showed the coil and the abandoned lead tip were a few lead widths apart. The timing suggests that air bubbles were the more likely cause, and additional monitoring overnight was recommended for confirmation. This crt-d system remains in service. No additional adverse patient effects were reported.